Event description:
Hill-rom received a report from a hill-rom technician stating the side rail would not latch. The bed was located in the basement at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the right end tube was broken. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right end tube to resolve the issue. Based on this information, no further action is required.